Event description:
It was reported to hamilton medical ag, that: "during clinical use on an intubated patient, a hamilton transport ventilator initially functioned normally and delivered realistic ventilation parameters after all required pre-use checks, including circuit verification according to updated instructions. Suddenly during patient treatment, the ventilator began delivering abnormally rapid ventilation with very low tidal volumes (approximately 60 ml). This was followed by intermittent apnea periods. The device then continued alternating between rapid ventilation with low tidal volumes and pauses in ventilation. The patient was immediately switched to manual ventilation, and the ventilator was replaced with another hamilton device. The replacement device functioned normally without recurrence of the issue. Subsequent testing of the affected ventilator, including standard functional tests and circuit checks, showed normal performance, and the fault could not be reproduced. The breathing circuit was also replaced. All ventilators in the unit had recently undergone maintenance." Patient involvement with medical intervention, but no patient, user or third party harm was reported.

Manufacturer narrative:
Hamiton medical ag reference number: (B)(4). Investigation is ongoing.